Event description:
It was reported that the patient began experiencing recurrence of his incontinence after being implanted with an advance xp sling device. Following implantation of the sling the patient's incontinence was better than baseline during the first week. Then, starting on (B)(6) 2019, the patient began experiencing increasing stress incontinence back to the same level as prior to having the sling device implanted. It is believed that there may have been a displacement of the sling. There were no further complications reported.